Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced due to inappropriate therapies. Oversensing was also noted. Sensing and lead impedance were observed to be stable. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The lead was later returned with no information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; proximal segment returned and analyzed.